Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the detergent light issue could not be determined. It is possible that the detergent replacement indicator did not disappear because the line connecting the detergent tank and detergent nozzle was not filled with detergent as a result of the accumulation of bubbles. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿8.3 replacing the detergent tank. Note: if reprocessing is initiated without detergent, the reprocessing is stopped with displaying the message and the detergent replacement indicator. If reprocessing is initiated without detergent, error code [e095] is displayed and the reprocessing is stopped. The detergent replacement indicator on the main panel blinks. 13.2 troubleshooting guide if the message screen ¿message 093¿ is displayed again after replacing the detergent tank and restarting the reprocessing process: note: detergent replacement indicator is turned off when running a reprocessing program after performing 1 to 11 below to fill detergent in the detergent supply piping.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, user was guided to take syringe and pull detergent a few times. The user reported there were bubbles in the line. User was instructed to run a cycle again. The detergent light was not lit and did not come back on during the call. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the detergent light on the endoscope reprocessor stayed lit with no error code. The user indicated that the detergent was changed, connections were checked, and the light came on a few minutes into the cycle and would not disappear. There was no harm or user injury reported due to the event.